Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing near the safety clamp was cracked. The following information was provided by the initial reporter: "during infusion, a "crack" under the safety clamp where tubing secures into pump was noticed. Infusion was stopped, new tubing obtained."

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage - crack with leak was verified by inspection. Upon evaluation of tubing set, damage was not visibly apparent on the entire infusion set. The set was then primed using normal saline and a leak was located on the silicone tubing at the union of the silicone tubing and lower pumping segment fitting. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. The root cause for this issue is the incorrect loading of the infusion set. Based on previous evaluations of similar damage to the silicone tubing of the pumping segment, this type of pin hole leak is cause when the silicone pumping segment is not loaded correctly into the alaris pump. Excessive stretching of the silicone tubing and not loading the pumping segment from top to bottom can cause the hole seen in this sample.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing near the safety clamp was cracked. The following information was provided by the initial reporter: "during infusion, a "crack" under the safety clamp where tubing secures into pump was noticed. Infusion was stopped, new tubing obtained."

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.